Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) pediatric patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.